Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted global technical services(gts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine(hc). The home patient stated they started over with new supplies and he did not change out the drain line extension. The technical service representative(tsr) advised the home patient(hp) to change out the drain line extension and resume the prime. The hp stated the alarm did not repeat. There was patient involvement; however, there was no injury or medical intervention reported